Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3, h6, and h11. As reported, after opening the 7f 14x80mm smart control self-expanding stent (ses) package, it was found that the stent had a small section exposed on the delivery system and was not completely in the delivery system. It was not delivered to the patient for safety reasons. There was no reported injury to the patient. The patient was noted to have iliac vein compression syndrome. Additional information was requested; however, the information was not obtained after multiple attempts. The device was returned for analysis. A non-sterile unit ¿smart 7fr (120cm) stent 14x80mm¿ was received coiled inside a clear plastic bag. The unit was unpacked to proceed with the evaluation. The stent was partially deployed. The tuning dial was rotated in the direction indicated by the arrow, moving it out of the manufacturing position. No other outstanding details were noticed. The usable length of the stent delivery system was measured and verified. Dimensional analysis results were found to be within specification. Functional analysis was performed to determine the functionality of the unit. The tuning dial was rotated clockwise with the thumb, as indicated by the arrow. The dial was continuously rotated until the distal section of the stent was fully deployed. Then, the deployment lever was pulled back to unsheathe the remainder of the stent. The stent was fully deployed and expanded as expected, with no damages or anomalies observed. The functional test was performed successfully. The reported ¿stent delivery system (sds) deployment difficulty-premature/during prep¿ was confirmed as the device was returned with the stent partially deployed. Upon visual analysis, the tuning dial was noted to be rotated out of the manufacturing position which may have resulted in the premature deployment. Functional analysis was performed successfully on the device with no issues noted during deployment. Additionally, dimensional analysis was performed on the stent and was found within specification. Therefore, based on the information available for review it is likely procedural and/or handling factors during device preparation may have contributed to the event reported. The exact cause of the issue experienced by the customer could not be determined. According to the instructions for use, which is not intended to mitigate risk, ¿once the stent is partially deployed, it cannot be recaptured using the stent delivery system. Preparation of stent delivery system: a. Open the box to reveal the pouch containing the stent and delivery system. B. Check the temperature exposure indicator on the pouch to confirm that the black dotted pattern with a grey background is clearly visible. See ¿warnings¿ section. C. After careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. D. Flush the flushing valve of the stent delivery system with heparinized saline using a 3-cc syringe to expel air. Continue to flush until heparinized saline weeps from the distal catheter end. E. Flush the guidewire lumen of the stent delivery system with heparinized saline using a 20-cc syringe to expel air. Continue to flush until heparinized saline flows out of the wire lumen at the distal catheter tip. F. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Introduction of stent delivery system: a. Ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised, and another system should be used. B. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site. 4. Slack removal: a. Advance the stent delivery system past the lesion site. B. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. C. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, after opening the 7f 14x80mm smart control self-expanding stent (ses) package, it was found that the stent had a small section exposed on the delivery system and was not completely in the delivery system. It was not delivered to the patient for safety reasons. There was no reported injury to the patient. The patient was noted to have iliac vein compression syndrome. Additional information was requested; however, the information was not obtained after multiple attempts. The device will be returned for evaluation.

Event description:
As reported, after opening the 7f 14x80mm smart control self-expanding stent (ses) package, it was found that the stent had a small section exposed on the delivery system and was not completely in the delivery system. It was not delivered to the patient for safety reasons. There was no reported injury to the patient. The patient was noted to have iliac vein compression syndrome. Additional information was requested; however, the information was not obtained after multiple attempts. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.